Event description:
During the atrial fibrillation procedure, patient motion caused carto 3 displayed an error message which resulted the catheter disappeared from the screen. After a short while the display of the catheter was recovered. However, the catheter display position was shifted more than 2cm. The physician considered the location recognition of carto3 could be misaligned. No warning message was displayed on carto 3. The catheter calibration was performed but the physician considered the location recognition of carto was still abnormal due to the libero catheter was displayed outside the pulmonary vein though it had been displayed inside the pulmonary vein before the issue occurred. The physician stated the issue was with the carto 3 had no "learn new" message displayed when the misalignment occurred. The procedure was continued by creating a new map again. The procedure was successfully completed without patient's consequence.

Manufacturer narrative:
Investigation is in progress. A supplemental report will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4) during the atrial fibrillation procedure, patient motion caused carto 3 displayed an error message which resulted the catheter disappeared from the screen. After a short while the display of the catheter was recovered. However the catheter display position was shifted more than 2cm. The physician considered the location recognition of carto3 could be misaligned. No warning message was displayed on carto 3. The catheter calibration was performed but the physician considered the location recognition of carto was still abnormal due to the libero catheter was displayed outside the pulmonary vein though it had been displayed inside the pulmonary vein before the issue occurred. The physician stated the issue was with the carto 3 had no "learn new" message displayed when the misalignment occurred. The procedure was continued by creating a new map again. The procedure was successfully completed without patient's consequence. After unit evaluation it was determined the issue was not able to be duplicated. The unit was sent to carto manufacturer (htc) for further investigation. Htc evaluated the unit and determined the unit did not contain any data that could be used for investigation regarding the map shift issue. The patient data was found corrupted and it could not be restored. Customer complaint cannot be confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.